Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery cap would not secure to the battery compartment due to the battery compartment threads being worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: evaluation revealed that the cartridge compartment was cracked along the threads. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.